Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were in disconnected mode and unable to dispense medications. A technical support specialist (tss) ran downtime queries, restarted messaging and interface services, deployed the care fusion coordination engine interface services utility package, ran a downtime query and identified that the messages were crossing over. Tss then disconnected the flag clear and identified that the sample of the station was also cleared and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server , all station was on disconnected mode. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.